Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd angiocath plus 18ga x 1.88in the catheter tip was damaged. The following information was provided by the initial reporter: the user who inserted 18g angiocatheter found out that she inserted it in the artery. So she removed it right away but noticed that the tip of catheter was cut. The nursing team reported it to the resident. The surgery took quite a long time (about 3 hours) to remove it( because it remained in the artery, the user was hard to find it.

Event description:
It was reported while using bd angiocath plus 18ga x 1.88in the catheter tip was damaged. The following information was provided by the initial reporter: the user who inserted 18g angiocatheter found out that she inserted it in the artery. So she removed it right away but noticed that the tip of catheter was cut. The nursing team reported it to the resident. The surgery took quite a long time(about 3 hours)to remove it( because it remained in the artery, the user was hard to find it.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-sep-2023. H.6. Investigation summary: our quality engineer inspected the 2 photos and 1 actual sample submitted for evaluation. The reported issue of catheter broke / separated after placement was confirmed upon inspection of the sample photos and sample. Analysis of the sample photos showed that the catheter tubing was broken off in two fragments near the nose of the adapter. Blood stains were also observed on the catheter denoting that the sample was used. Examination of the physical sample showed that at the breakage point one side had a v shaped cut and the other side had a smooth edge with white stress marks. The breakage was about 3mm from the nose of the adapter. A simulation was performed using normal good production parts from same 18g sku to try to reproduce the defect based on the breakage edge appearances. A first attempt was made to pull the catheter tubing apart after piercing through with cannula once, however the tubing was hard to pull apart after only one pierce through. A second simulation was done by piercing through twice adjacently at one side and then manually pull the tubing apart using tweezers. It was observed that there was a v-cut which matched the cannula bevel shape with white stress mark at the pierced through area, while the other side had a smoother edge. Our manufacturing process was reviewed and there is a station that could result in the needle piercing through the catheter. The needle through catheter event could also occur during product application. Since the product was returned in a used state, we could not determine a definitive root cause. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.